Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a patient bleeding. On (B)(6) 2018: the patient came to the hospital on foot at 8:30 a.m. And a percutaneous coronary intervention (pci) was performed. There was no problem on hemostasis and the patient was sent to the sickroom after successful hemostasis was confirmed. The physician instructed the patient to rest quietly in bed for 12 hours, until the end of the following day (B)(6) 2018. The cardiac rehabilitation was scheduled on (B)(6) 2018. On (B)(6) 2018 pm: the patient's condition changed for the worse. Re-bleeding was identified and a hematoma and swelling were observed in the puncture site, but the sizes were unknown. The swelling of the patient's right foot got worse; blood transfusion was given with applying manual compression. On (B)(6) 2018: 01:55 am: the patient died. The cause of death was hemorrhagic shock. The puncture site was in the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 7 fr. Blood loss was greater than 250cc's and the bleeding occurred out of the procedure room.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.